Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The implantable cardioverter defibrillator could not be interrogated, premature battery depletion was suspected. The patient was asymptomatic to the event. The patient was sent to the emergency room for device replacement. The device was explanted and replaced on (B)(6) 2019. The patient tolerated the procedure well.

Event description:
New information received notes patient weight is (B)(6).

Manufacturer narrative:
Communication failure and premature battery depletion were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.